Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during execution of both the ¿lipoma run¿ protocol comprising 17 cassettes which started in retort a at 00:51 on 22 april 2025 and failed at 02:57 on 22 april 2025 following the generation of event code 204 and the ¿lipoma run¿ protocol comprising 17 cassettes which started in retort a at 03:11 on 22 april 2025 and completed successfully at 10:19 on 22 april 2025, from which sub-optimal processing was reported by the customer. Information received from the assigned leica field applications specialist-core histology (fas) detailed ¿the customer inadvertently placed formalin in bottle 6 instead of ethanol¿. Manufacturer evaluation of the instrument logs shows that bottle 6 (ethanol) was used as the final dehydrating step in the affected runs. Based on the information provided by the fas, bottle 6 (ethanol) would have contained formalin, which is not appropriate for use in the final dehydrating step of a protocol. As detailed in section 8.1 of the leica peloris/peloris ii user manual, ethanol with a minimum concentration of 98% is required for use in the final dehydrating step of a protocol. The consequences of using formalin in place of ethanol for the final dehydrating step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Based on the information provided, the root cause for the sub-optimal tissue processing reported by the customer was the use of an incorrect reagent in the final dehydrating step of a protocol. Section 5.3.2 of the leica peloris/peloris ii user manual contains the following specific warning: ¿always ensure that the reagents configured in the software are the actual reagents loaded on the instrument. A station containing different reagent could damage tissue samples.¿ although the information available indicates that no patient cases were affected, the circumstances involved in this complaint have previously resulted in serious injury. No adverse impact on the quality of processing of patient tissue samples has been reported to the manufacturer in association with the circumstances involved in this complaint.

Event description:
On 22 april 2025, leica biosystems received the following information: ¿error 204 unable to drain. Run was aborted impacting 67 cassettes. Tissues were under processed.¿ on (B)(6) 2025, the local assigned leica field applications specialist-core histology (fas) provided support to the customer and documented that the customer advised that bottle 6 (ethanol) smelled of formalin. After replacing the reagent, no further issues were noted. The customer also advised that during the affected processing run, the run was abandoned because the instrument indicated that bottle 7 was full. The fas documented the affected patient tissue samples were derived from one (1) ¿lipoma run¿ protocol executed in retort a comprising 67 cassettes which started at 00:51 on (B)(6) 2025 and completed at 02:57 on 22 april 2025. The type(s) and size(s) of affected patient tissue was documented as ¿various larger tissue¿ and ¿fatty lipoma run¿, respectively. The affected tissue artefact was described as ¿tissue was under processed¿, and the affected patient tissue samples were re-processed by ¿placed in a wax only run¿. The fas also documented ¿the customer inadvertently placed formalin in bottle 6 instead of ethanol.¿ on (B)(6) 2025, leica biosystems melbourne received information that all affected patient tissue samples were diagnosable and re-biopsy was not recommended or performed for any patient. No adverse consequence(s) to a patient(s) has been reported to the manufacturer.